Event description:
Revision procedure performed due to recurrent incontinence subsequent to sling pulled off two screws - "malposition". "Two additional screws inserted." Outcome: resolved, no residual effects